Event description:
New diagnosis of anaplastic large cell lymphoma right breast in pt with breast implant. Augmentation implant placed (B)(6) 2011 mcghan style 168 round textured mammary saline implant #27 -168211, lot number #nh6968. One year history of hardening and lifting right breast. Abnormal mammogram and ultrasound prompted breast MRI: 6.6 x5.5 cm mass seen on MRI. Ultrasound guided breast biopsy on (B)(6) 2011 revealed anaplastic large cell lymphoma alk- negative. Pt to receive chop chemotherapy.